Event description:
Infusion catheter was placed (B)(6) 2013 without difficulty. Power injection was completed through the catheter on (B)(6) 2013 without incident. Attempts to remove the inner core (wire) from the catheter were unsuccessful, and the physician had to remove both the inner wire and catheter as one unit. There was no pt harm as a result.